Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was interrogated successfully in clinic, and the issue was determined to be due to excessive bluetooth (ble) telemetry resulting in telemetry lockout. The patient was stable throughout the intervention.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.